Event description:
The customer initially reported a ventilator in which the flow sensor is not functioning. This event was ultimately identified as "touch screen not working". No patient involvement.